Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test, rewind test, prime/seating test, force sensor test, occlusion test and active current measurement. Device received pump error 75 during self test, failed sleep current measurement and received unexpected battery power loss, problem isolated to internal lithium battery. No critical pump error alarms noted, however moisture damage found on electronic assemblies. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 160 mg/dl. The customer reported that the insulin pump was alarming and there was a red x and a book with a question mark on the screen. It was reported that they had damage on the back of the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.